Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient was implanted with a 19.6 cm x 24.6 cm composix kugel hernia patch to repair an incisional hernia. On (B)(6) 2016 - the patient underwent surgery for a recurrent ventral incarcerated hernia. The patient's surgeon found that edges of the mesh had migrated cephalad creating a defect inferiorly, and that the polypropylene portion of the mesh had curled causing exposure to the bowel, resulting in adhesions to the patient's bowel and serosal disruption in the nonadherent portion of the mesh. The mesh was also found to adhered to the patient's liver, resulting in capsular disruption of the liver. The patient underwent extensive lysis of adhesion and the mesh was removed. The mesh failed and had to be replaced with another device. The attorney alleges the patient experienced pain, injury, adhesions, bowel injury, additional surgical procedure and disability.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. It was alleged the patient experienced pain, material deformation, migration of device and hernia recurrence. While it is alleged that the patient experienced a hernia recurrence, it is unclear at this time if the recurrence was of the original hernia repaired in 2007. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this is an addendum to initial emdr submitted (MDR no: 1213643-2017-00280). This supplemental MDR is submitted to report the product details (lot #) and patient details (dob, age, weight) provided in the patient medical records. Based on the information provided in the medical records, the patient with a history of a colon cancer with colon resection had recurrent hernia about 10 years post composix kugel implant, underwent explant with implant of a ventralight st mesh with lysis of adhesions. The explanted composix kugel mesh was not returned to the manufacturer for evaluation. There are no medical records provided beyond this time, therefore the patient¿s clinical course is unclear.based on the information provided, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the bard/davol composix kugel mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st(device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
The following was reported to davol by the patient's attorney: 05/24/2007 - the patient was implanted with a 19.6cm x 24.6cm composix kugel hernia patch to repair an incisional hernia. 12/19/2016 - the patient underwent surgery for a recurrent ventral incarcerated hernia. The patient's surgeon found that edges of the mesh had migrated cephalad creating a defect inferiorly, and that the polypropylene portion of the mesh had curled causing exposure to the bowel, resulting in adhesions to the patient's bowel and serosal disruption in the nonadherent portion of the mesh. The mesh was also found to adhered to the patient's liver, resulting in capsular disruption of the liver. The patient underwent extensive lysis of adhesion and the mesh was removed. The mesh failed and had to be replaced with another device. The attorney alleges the patient experienced pain, injury, adhesions, bowel injury, additional surgical procedure and disability. Addendum per medical records and plaintiff profile form: 24-may-2007 - patient was diagnosed with incisional ventral hernia, status post colon resection and underwent open repair surgery. Per the operative notes, the fascial defect measured proximally 15 x 11 cm, an x-large bard composix kugel hernia patch (device #1) was placed into the abdominal cavity with the gore-tex side facing down, and the polypropylene side facing up toward the peritoneum. Gore-tex sutures were pulled through the abdominal wall after making small incisions. This spread the mesh out appropriately with a good distance of 3-4 cm from the fascial edge in all directions. The surgeon then used protack to fixate the mesh to the abdominal wall. The mesh appeared to be in a very good position. The mesh was also sutured every 3 cm to the fascia. 19-dec-2016 - the patient was diagnosed with recurrent ventral incarcerated incisional hernia and underwent repair with explant of the composix kugel (device #1) and implant of a ¿bard ultra light¿ (ventralight st) mesh (device #2). Per the op-notes, a plane was developed between the mesh (#1) and the bowel, liberating the bowel from the mesh. This was done increments, since there was concern for serosal involvement and disruption. As the cephalad portion of the mesh (#1) was approached, dense adhesions to the liver were noted. The liver capsule was involved. The left side mesh was removed first, followed by the right side. The ultra light (ventralight st - device #2) bard mesh was then brought to the field and was secured to the anterior abdominal wall with interrupted 2-0 pds. It was noted that the composix kugel (#1) had migrated cephalad and curled, exposing it to the bowel, which had resulted in adhesions to the small bowel and liver. The mesh was bivalved to facilitate extraction; there was capsular disruption of the liver as well. 23-aug-2018 - the patient was diagnosed with an incarcerated ventral hernia and underwent robotic-assisted repair with lysis of grade-4 adhesions and implant of a non-bard/davol ethicon prolene mesh. Note: there was no mention of any visualization or involvement with the ventralight st (#2) mesh in the operative report provided. 15-nov-2019 - patient was scheduled for open repair of recurrent ventral incarcerated incisional hernia. Per the op-notes, the synthetic mesh had detached from the upper abdomen, rolled to the level of the umbilicus, resulting in hernia recurrence. A retro-rectus plane was constructed, during mobilization of the previous synthetic mesh, grade 4 adhesions of small bowels to the undersurface of the mesh were liberated, with repair of a small enterotomy. The abdominal wall was reconstructed with interrupted ethibond; a non-bard/davol acellular surgical matrix mesh was placed as an onlay; the hernia sac was excised and a non-bard/davol biologic mesh was placed over this repair. Attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, abdominal pain, hernia recurrence and emotional injuries.